Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected/additional information: a decision was made prior to using the stapler that the procedure would be a total nephrectomy rather than a partial nephrectomy. The procedure did not change because of the stapler malfunctioning. The inferior vena cava was the vessel that experienced the partial fire while using a white sureform 45 reload; it is unknown if staples were missing from the staple line. The estimated blood loss is unknown but the vessel was clamped quickly and a blood transfusion was not needed. The vessel was repaired with prolene suture and pledgets. The patient was discharged 5 days after the procedure. There was no tissue bunching or tension, tissue being dragged forward, jaws opening during the firing sequence, exposed blade, clamping issues, tissue entrapment or unexpected staple deployment. Annex b, annex f

Manufacturer narrative:
Based on the current information provided, the cause of the bleeding after the stapler firing issue is unknown. The sureform 45 instrument and white sureform 45 reload were returned to intuitive surgical, inc. (Isi) for failure analysis (fa). The reload was found to have the knife exposed within the knife track with no signs of physical damage on the knife edge. The root cause of an exposed blade is attributed to a component failure. An additional observation not reported by the customer was microscopic body cartridge damage with no missing material. During analysis, the sureform 45 instrument passed initialization, clamped and fired with no issue on a test sheet while producing properly formed staples and no I-beam damage was observed. A system log review did not reveal any errors that would have caused or contributed to the reported event. A review of the stapler logs show the instrument was installed on the system 1 time and fired 1 white reload. According to the logs, the stapler was installed on universal surgical manipulator (usm) 2 as opposed to usm 3 as reported by the customer. The user made 1 clamping attempt that was completed successfully; however, the max clamping force was over nominal for a white reload. The firing was a partial fire, stopping at about 77% completion. The following unclamp was successful and there were no stapler related errors present in the logs.

Event description:
It was reported that during a da vinci assisted nephrectomy, while on universal surgical manipulator (usm) 3, the sureform 45 instrument was fired with a white sureform 45 reload, paused, and delivered a "tissue too thick to continue" message. When the stapler was removed from the vasculature, it bled profusely. The blood loss volume is unknown. The surgeon clamped the vessel and ultimately converted the procedure to open surgery while enlisting the assistance of a cardiac surgeon to repair the vein.